Event description:
It was rept'd via receipt of user facility medwatch report that a pt intubated and capped with an outer cannula from a size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube experienced respiratory distress and required intervention when the outer cannula occluded and airway was compromised. This was initially detected when attending nurse "was unable to insert suction catheter and unable to insert inner cannula." Upon removal of the device it was reported that the outer cannula "was distorted and kinked at fenestrated area and occluded with secretions." It is unk how often this pt required suctioning or when the pt had last been suctioned. The device had been in place six (6) days when the reported incident occurred. The 6 dfen device was returned to the MFR for identification, analysis and investigation on 11/13/97. Device evaluation results are recorded on section h, of this report.